Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the catheter was removed and replaced due to catheter leak and occlusion as noted in a dye study. The pump contained compounded baclofen 3000 mcg/ml at a daily dose of 637.1 mcg/day. No patient symptoms were reported. The patient recovered without sequela.